Event description:
My wife has been going for laser hair treatment at radiance light systems, (B)(6). On (B)(6) 2017 when she went for laser treatment they literally burnt her skin i.e. On right hand there are (B)(6) burnt spots, left hand, (B)(6) burnt spots, right leg, (B)(6) burn spots, and left leg, (B)(6) burnt spots. I am going to upload lots of pictures. If I cannot attach it I have photos and video for me to upload or attach to this case.